Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy with their drg system due to high impedance values on all s1 lead contacts. Troubleshooting was unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the s1 lead replaced with a new model to address the issue. Postoperatively, effective therapy was restored and the issue resolved.